Event description:
The patient was reportedly experiencing intermittencies and loss of lock. Programming adjustments were made and external equipment was exchanged; however, this did not resolve the issue. Testing showed that the patient's device is not functioning. Surgery to explant the device will be scheduled.